Manufacturer narrative:
Eval of the complaint sample confirmed the reported failure mode. Inspection of the cannula hub/cap joint noted lack of adhesive in the joint, thus resulting in a weaker bond between the cannula and the cap. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures identified a specific step in the manufacturing process for the dispensing of adhesive at the cannula hub/cap joint and the subsequent placement of the cap on the hub. The adhesive is manually dispensed using visual verification to ensure a sufficient amount of adhesive has been applied. A review of the current manufacturing process and applicable quality plan for this stylet assembly determined that the process is adequate and appropriate for the proper assembly of the applicable stylet component. However, based on this reported issue all applicable manufacturing and quality personnel will receive remedial training regarding the current assembly procedures in order to reinforce the proper manufacturing techniques for this assembly.

Event description:
During a vertebroplasty, the handle of the stylet broke off of the needle. The physician was able to remove the stylet without injury to the pt.